Event description:
The customer reported that the smartsite valve broke when being changed out. The clear section separated exposing the blue rubber piston inside. They use alcohol to clean the valve and curos caps on the ends. There was no pt harm or medical intervention. The customer stated that no further pt or event information is available.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with evaluation results should the device be received.